Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the cable unit of the device was broken. The video signal could not be transmitted to the camera control unit because the cable unit of the device was broken by some cause, omsc surmised that it was because the phenomenon occurred. The instruction manual of the device states the corresponding method in case of an abnormality.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing a color bar appeared suddenly on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.